Manufacturer narrative:
Date of initial report: 2017-06-09. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the jaws of the device would not open. There was no patient injury, and another ligasure was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.